Event description:
Patient reported the infusion pump was explanted in late 2006, due to edema, swelling and high blood pressure. The patient also reported the hcp thought that the patient potentially had tumor in her spine. The pump was implanted for approximately 18 months, and was infusing "more than just morphine". The patient reported that she has the explanted pump in her possession as a memoir; however, it is alarming and she would like to turn it off. Manufacturer redirected patient back to physician to disable the audible alarm. Additional information has been requested from the hcp regarding the details associated with the patient reported events. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Report being sent following internal audit.